Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement.

Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% from setting.